Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 42 mg/dl. The customer treated with glucose tablets and orange juice. The customer stated that the pump had a blank display. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.